Event description:
It was reported that patients system was "not really doing anything." It was reported that the patient lost relief ¿three to four weeks ago.¿ the patient was going to the bathroom ¿four to five times at night.¿ the patient stated that ¿it was helping and she was going more often during the day.¿ the patient saw her health care provider (hcp) who told her to increase stimulation. The patient was assisted in adjusting to program 3 with no sensation until she was at 3.3 volts. The patient went up to the maximum of 3.8 volts and felt a sensation on her left vaginal area. The patient did not ¿feel stimulation that strong¿ on program 3. The patient stated that she fell and hurt her back ¿over a month ago.¿

Manufacturer narrative:
Product event summary #reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The information in the file was insufficient to evaluate and investigate because the cause of the loss of therapy remains unknown and it was not confirmed if the fall is related to the device's current function. The device remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the device. The event was reviewed for previous investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and none were noted. Reviewed for escalation to ncet and escalation was not required. There were no remedial actions taken as a result of the event. The investigation of the device is inconclusive because of insufficient event information. Concomitant medical products: product ID: 3093-28, lot# va03y4l, implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3093-28, lot#: va03y4l, implanted: (B)(6) 2013, product type: lead. Product ID: neu_ptm_prog, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con) via a hcp. It was reported that the patient's device was not working. The hcp didn't have any further information. The patient was having magnetic resonance imaging (MRI), but it was not due to a device or therapy problem. There were no further complications reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that there was a poor communication screen on the patient programmer. It was reviewed that possible reasons for the poor communication message could be that the ins was at end-of-service, or there was an issue with the patient programmer. It was noted the ins was implanted four years ago and the hcp was not sure if the patient could feel stimulation. It was reviewed that if the patient was not feeling stimulation and it had been awhile since the last follow-up appointment, it may be best for the patient to follow-up with their managing hcp to determine the status of the ins. No symptoms were reported. No further complications were reported/expected.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va03y4l, implanted: (B)(6) 2013, product type: lead. Product ID neu_pt m_prog, product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the device did not work half the time and the patient didn't feel any stimulation sensation. The patient would feel the stimulation sensation but it would be very light. It was noted that the patient didn't feel that it was helping their urinary symptoms a whole lot and they still went 4 or 5 times. The patient also took a pill for depression called tramadol and if they took half a pill they would usually sleep through the night but if they would be running back and forth to the bathroom 3 or 4 times in the night. It was stated that the patient also had a bad knee and couldn't get around easily and sometimes they ended up almost peeing on themselves. The patient's loss of therapeutic effect and stimulation sensation began about a month after implant. It was reported that the patient increased a while ago and they felt stimulation sensation briefly and it dissipated and this was over 2 or 3 months ago. The patient saw the replace the patient programmer batteries screen on their programmer after pressing the sync button. The patient did not have any batteries in the house and would need to purchase some and would call back for assistance with their programmer. It was stated that the patient had discussed their problems with their managing health care provider (hcp) but they told the patient they would refer them to another hcp who knew more about it.